Manufacturer narrative:
The service engineer (se) inspected the device and replaced the oxygen sensor, the reported event was not verified. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator power-fail cap was not discharging and the breath delivery (bd) audio did not have sound. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) power controller was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. During the extended self test(est), the ventilator failed the ¿bd audio test¿. The alarm tone was audible, but the bd audio test failed for "power fail cap not discharging". The fault was isolated to capacitor, reference designator c4. The bd power distribution printed circuit board was also returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.